Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error alarm and motor position encoder error. The customer¿s blood glucose level was unknown. The customer reported that they had multiple motor error after changing battery. It was reported that the pump was not working and also received a motor position encoder error. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump. Recommended customer refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.